Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 350 mg/dl at the time of the incident and current blood glucose was 300 mg/dl. Customer treated high blood glucose with the manual injections. The blood glucose was 300 mg/dl to 350 mg/dl and got up to 510 mg/dl at one point. Blood glucose has not been under 300 mg/dl since many days. Customer also reported that, the insulin pump was not delivering insulin and cannula was curled up after insertion and end sticking out of the skin. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the quick release set. Assisted with performing the high pressure test and which was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.